Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a loss of connectivity that caused the central station to lose telemetry patient monitoring. The customer stated that an investigation was needed by philips for a patient that expired on (B)(6) 2018 that was in 453-b and on tele 4s-trx11. The customer alleged that the patients waveforms ended at 20:43:09 and CPR was started at 23:10. The customer stated that resuscitation was attempted however the patient expired.

Manufacturer narrative:
The customer alleged that there was a loss of connectivity that caused the central station to lose telemetry patient monitoring. The customer stated that an investigation was needed by philips for a patient that expired on (B)(6) 2018 that was in 453-b and on tele 4s-trx11. The customer alleged that the patient's waveforms ended at (B)(6) and CPR was started at (B)(6). The complaint investigator requested the piic alarm logs (junk.dat file) from the field service team. Multiple attempts to retrieve the files were made but the files were not readable or not complete each time the logs were pulled as there was an error message showing every time the files were accessed. Upon assistance from the product support engineer (pse) the junk.dat piic alarm logs were successfully pulled but the data needed for this investigation had already been overwritten. The piic system logs supplied by the field service engineer provided no relevant data. The m4841a telemetry device monitoring the patient (sn = (B)(4)) was sent for repair to a third party service provider where the customer stated that the device had been dropped and the issue was intermittent signal loss. The repair record from the third party service provider did not show any major repair of the device, only case repair. A philips network engineer worked with the biomedical engineer lisa mcguire on 8/9/2018 to investigate recurring intermittent network issues. It was found that access point controller apc1, apc4, and apc2 required to be rebooted. Testing of the network post apc reboots found that the network was performing to specification with no wireless dropouts observed. The cause of the network connectivity problems is not known based on the information available. Based on the information provided it is unclear if the staff was not aware of or not responding to alarms, and it is not known if the network or use of the philips telemetry and central station devices could have been a contributing factor in the adverse event. There was a network connectivity problem with various access point controllers but it is not known whether this may have been a factor in the adverse event. The cause or causes of the adverse event is unknown based on the information provided.